Event description:
Treatment of an aneurysm with axium coils. It was reported at the end of the procedure, thrombus formation was observed at the treatment site. The patient was treated medication and the issue resolved without clinical sequelae.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. (B)(4).